Event description:
It was reported that bd veritor ¿ sars-cov-2 & flu a+b received negative results but after repeating sample they got a positive result . The following information was provided by the initial reporter: customer reports discrepant results while using the triplex test with lot#: 1349064. Customer ran a first test and the result was negative on the analyzer, customer could visually see 3 lines on the test carriage. Customer repeated the sample, with a new swab, the 3 lines showed up again and the result was positive for flu a.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd veritor ¿ sars-cov-2 & flu a+b received negative results but after repeating sample they got a positive result. The following information was provided by the initial reporter: customer reports discrepant results while using the triplex test with lot#: 1349064. Customer ran a first test and the result was negative on the analyzer, customer could visually see 3 lines on the test carriage. Customer repeated the sample, with a new swab, the 3 lines showed up again and the result was positive for flu a.

Manufacturer narrative:
H6 investigation summary: this statement is to summarize the investigation results regarding complaint that alleges false positive when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number 1349064. Customer reported a false negative. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Based on the available information it was understood that the customer reported they ran a first test and the result was negative on the analyzer. Customer repeated the sample, with a new swab, the 3 lines showed up again and the result was positive for flu a. Customer was confused that they were 3 lines in the positive resulted test kit and negative resulted test kit. Bd recommends that not to interpret the test results by visually need to be use the analyzer for the results. Batch history report(bhr) and retain testing were performed on the batch number provided. No relevant issues were found and results were acceptable. Quality did not receive samples for this complaint and therefore returned sample analysis could not performed. If samples are received at a later date, the complaint may be reopened. The reported issue was unable to be confirmed. The root cause could not be identified. No trend against false positive was identified. Currently no adverse trend for false positive was identified.